Event description:
It was reported the patient then had the nevro device put in 2021 by dr. (B)(6) and never turned it off while driving. With nevro, patient could leave stim on 24/7. One time patient had a shoulder injury and needed an MRI as well as they needed an MRI on another occasion and patient was not eligible. Patient also reported they had an issue with their nevro device and could not reach anyone all weekend. Patient felt burning and numbing sensations in the left leg, it was so bad that patient could not sleep. Patient did not know how to turn stim off and was in pain all weekend. Patient left a message for nevro on friday night and patient felt nothing but pain until nevro called patient back on monday and helped turning stim off. Patient had stim off since yesterday. Patient still felt the sensation and talked to nevro this morning and they told them it would take a couple of days for the burning sensation to go away. Patient wants nevro device out and wants to get a new implant but wants to make sure they could have stim on 24/7. As a truck driver patient is not allowed to take pain medications that's why they were in pain from the time they wake up in the morning to the time they go to sleep. Patient also mentioned they had a rotator cuff surgery. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).